Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the image was blurry. In consequence the surgery was re-scheduled. Thus, the case was deemed reportable.

Manufacturer narrative:
Additional information: as the device in question was not returned by the customer, a physical examination of the product could not be conducted. Nevertheless, all available information has been thoroughly reviewed. The sudden failure of the imaging system may have been caused by prior damage to the optical system or by damage caused during use (mechanical overload). A final assessment is not possible until the product is returned. The event is filed under internal karl storz complaint ID: (B)(4).